Manufacturer narrative:
Sanofi company comment dated 24-may-2023: this case involves 86 years old female patient who was diagnosed with myeloma after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, batch number, ptc results, injection technique, post injection routine, and other risk factors would aid in better case assessment.

Event description:
Myeloma [myeloma]. Case narrative: initial information received on 01-may-2023 regarding a solicited valid serious case received from a patient's daughter, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case is linked to case ID: (B)(4) (multiple device suspect used for the same patient) (right knee). This case involves 86 years old female patient who was diagnosed with myeloma after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. It was unknown if the patient had any concomitant disease or risk factor. On (B)(6) 2022, the patient received hylan g-f 20, sodium hyaluronate injection 6ml intra-articular in right shoulder once a year (lot: crsl016, expiry date:31-mar-2025 strength: 48mg/6ml) for osteoarthritis. On (B)(6) 2023, after the latency of 6 months approximately, the patient was diagnosed with myeloma (plasma cell myeloma). She started a therapy a month ago (on (B)(6) 2023) using medication to fight the cancer protein. Daughter would ask her hcp (healthcare professional) was she able to continue with the synvisc-one injections. Patient had injections once a year, one in the knee and one in the shoulder for arthritis. It was unknown if there were lab data/results available. Action taken: not applicable. Corrective treatment: the patient was using medication (not specified) to fight the cancer protein was for the event. At time of reporting, the outcome was not recovered for the event myeloma. Reporter causality: not reported. Company causality: not reportable. Seriousness criteria: medically significant for plasma cell myeloma. A ptc (product technical complaint) was initiated on 01-may-2023, for synvisc-one (lot: crsl016, expiry date: 31-mar-2025) with global ptc number: (B)(4). The sample was not available. The ptc stated that based on the complaint from intake team, there was no quality related defect that would pose as a malfunction. This complaint did not have a quality defect that would attribute to a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reported with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. " defect class has been updated to ii. Batch#: crsl016, synvisc one was manufactured on 22apr2022 with expiration date of 31mar2025 yielding (B)(4) singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Customer sample was not available for evaluation. Trend analysis: there are a total of 22 complaints for mother lot: crsl016 and sub-batches. (B)(4) crsl016b adverse event, (B)(4) crsl016b adverse event, (B)(4) crsl016 adverse event, (B)(4) crsl016 adverse event, (B)(4) crsl016 adverse event, (B)(4) crsl016 adverse event, (B)(4) crsl016 adverse event, (B)(4) crsl016 adverse event, (B)(4) crsl016 adverse event, (B)(4) crsl016 adverse event, (B)(4) crsl016 adverse event, (B)(4) crsl016 adverse event, (B)(4) crsl016 adverse event, (B)(4) crsl016 adverse event, (B)(4) crsl016 adverse event, (B)(4) crsl016 adverse event, (B)(4) crsl016 adverse event, (B)(4) crsl016 adverse event, (B)(4) crsl016 adverse event, (B)(4) crsl016 adverse event, (B)(4) crsl016 adverse event, (B)(4) crsl016 adverse event. Based on investigation, no CAPA (corrective action and preventive action) required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without product lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. The final investigation was completed on 24-may-2023 with summarized conclusion as no assessment possible. Additional information was received on 24-may-2023 via quality department from other healthcare professional. Ptc details, strength and expiry added. Text amended.

Manufacturer narrative:
Sanofi company comment dated (B)(6) 2023: this case involves 86 years old female patient who was diagnosed with myeloma after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, batch number, ptc results, injection technique, post injection routine, and other risk factors would aid in better case assessment.

Event description:
Myeloma [myeloma] . Case narrative: initial information received on (B)(6) 2023 regarding a solicited valid serious case received from a patient's daughter, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case is linked to case ID (B)(6) (multiple device suspect used for the same patient) (right knee). This case involves 86 years old female patient who was diagnosed with myeloma after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. It was unknown if the patient had any concomitant disease or risk factor. On (B)(6) 2022, the patient received hylan g-f 20, sodium hyaluronate injection 6ml intra-articular in right shoulder once a year (lot - crsl016, expiry date, strength: unknown) for osteoarthritis. In (B)(6) 2023 after the latency of 6 months approximately, the patient was diagnosed with myeloma (plasma cell myeloma). She started a therapy a month ago (in (B)(6) 2023) using medication to fight the cancer protein. Daughter would ask her hcp (healthcare professional) was she able to continue with the synvisc-one injections. Patient had injections once a year, one in the knee and one in the shoulder for arthritis. It was unknown if there were lab data/results available. Action taken: not applicable. Corrective treatment: the patient was using medication (not specified) to fight the cancer protein was for the event. At time of reporting, the outcome was not recovered for the event myeloma. Reporter causality: not reported. Company causality: not reportable. Seriousness criteria: medically significant for plasma cell myeloma. A product technical complaint (ptc) was initiated, and the results were pending for the same.